Event description:
Physician attempting to use remanufactured hot biopsy forceps. The metal piece used to connect the forceps to the cautery machinery was missing. Cold bx was utilized rather than hot. No harm to pt.